Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget. She received assistance from a friend's mom to remove the pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.